Manufacturer narrative:
The cot will not be evaluated by the MFR as it has been involved in a traffic accident where damage may have been cause by the impact. It is not possible to ascertain if the cot met specifications prior to the accident as it is not known what damage the collision caused.

Event description:
The customer stated that an ambulance was involved in a traffic collision where the pt allegedly wasn't secured correctly to the cot, and the pt separated from the cot and died. The customer suggested that it was the medic's fault for not correctly securing the pt.